Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic was torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert an aq2003v silicone three piece lens and the lens was torn while advancing in the injection system. There was no pt contact. The reporter stated the incident was due to a loading error.